Event description:
Patient reported right side "rupture." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device analysis: based on the device analysis grid, the assessments of the complaint are: rupture : observed, opening assessed as surgical impact opening. (Shell thickness was within specification). Additional observation. No penetrating nick ( stress marks). No further actions are required as no issues with the manufacturing process are observed. Additional, changed, and/or corrected data.

Event description:
Patient reported right side "rupture." The device has been explanted.